Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver blade starts to burn.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: excessive heat delivered. Probable root cause: high friction due to components interaction, surface not smooth, poor/lack of suction, clogged shaver blade preventing fluid suction and cooling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver blade starts to burn.